Event description:
It was reported that this pacemaker was programmed off. An allegation of high capture thresholds was made but trending of this was consistent. No additional information is available at the moment. No additional adverse patient effects were reported.